Event description:
Error code : 120.4610. Power reg pcb- 120 4610. Power supply board- power failure. There was no patient involvement. (B)(6) 2018 11:45:02 (B)(6). Srv- po for $0 approved by (B)(6). Shipping & billing addresses confirmed. (B)(6) 2018 12:58:37 (B)(6). Updated from srv to mnr for the minor repairs needed per vi vi vongprachanh, service tech. Repair approved by (B)(6) for $329. Use new po# (B)(4). (B)(6) 2018 08:27:05 (B)(6). (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement.

Event description:
(B)(4).